Event description:
A facility reported a hakim valve (ID 823162) was implanted on (B)(6) 2024. Two weeks after the procedure, the hydrocephalus of the patient didn't improve and the physician suspected that the valve was blocked. Therefore, on (B)(6) 2024, the physician conducted a procedure to retrieve the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 82-3162 with lot 6366261 conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 30 mmh2o. The valve was visually inspected; no defect was noted. The valve passed the test for programming, occlusion, leak, reflux and siphon guard. The valve was then pressure tested and failed. The valve was dismantled and examined under microscope at appropriate magnification: biological debris was noted on the housing, the motor and the ball. Root cause analysis - the root cause for the shunt dysfunction issues is due to biological debris and protein build up interfering with the valve.

Event description:
N/a.